Event description:
Additional information received indicated the implantable neurostimulator had inverted or flipped. No impedances were tested. Pain at the site was reported to be a symptom. The device was removed on 2013 (B)(6). No hospitalization was required and there was no injury. The patient recovered without sequelae.

Event description:
It was reported the implantable neurostimulator ¿dislodged¿ about a month prior. It was stated the interstim therapy worked for the patient, but they had the device removed because it dislodged twice (refer to manufacturer¿s report # 3004209178-2013-17045. This report documents the first dislodgment). It was stated the patient wanted to have the therapy implanted again, but was afraid. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer. (B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot# va0a8n7, implanted: (B)(6) 2013, product type: lead. (B)(4).